Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had a vicelike gripping sensation on their spine. The patient stated they did not think the sensation was related to the device or therapy because they had two spinal fusions in (B)(6) 2011 and (B)(6) 2013. The patient thought a laser spine surgery where they nicked a nerve and they did something to the patient's nerve in their urethra which started the urinary surges. The patient tried everything to help the urinary surges, including medication, kegels, even relined her bladder, which was why they got the device implanted. The implant helped a little bit but the patient's symptoms still kept going, it helped but not a whole lot. The patient reported they did not know if they felt the stim or not, it was not really strong anyhow. The patient noted that what finally worked was botox to their cervix. The patient now had 90 % control over bladder leakage, but the problem was they did not eliminate it totally, so they had to cath twice a day. The patient thought it was time to get her device checked. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.